Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the motor and control unit were defective and the trigger sleeves jammed. The device was repaired and returned to the customer on (B)(4) 2013. This complaint is indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Device was returned for repair due to an unknown reason. During service, technician found the motor and control unit were defective and the trigger sleeves jammed. This is report 1 of 1 for #(B)(4).